Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester tested meter against a visiting nurse's meter and then against a physician's meter, which is the same brand as the pt's. Pt admits to adding multiple drops to strips and squeezing very hard to produce blood. Pt reported the following discrepant results: date: unk, pt meter: 1.6, rn meter: 2.5, md meter: - unk, 1.6, 3.4.